Event description:
It was reported that the patient presented to the hospital after receiving shocks. The right atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.